Event description:
The customer reported the device failed the charge time test during preventative maintenance.

Manufacturer narrative:
(B)(4). The customer reported the device failed the charge time test during preventative maintenance. There was no pt involvement. The 3rd party distributor isolated the issue to the battery. The battery was 8 years old. The battery was replaced to resolve the issue. This is a malfunction of the battery where it failed the charge time test. Note the battery was 8 years old.